Manufacturer narrative:
(B)(4).

Event description:
The customer obtained a questionable low result for one sample from a pregnant patient using the elecsys hcg + beta test system (hcg+b) assay on the cobas 6000 e 601 module. All results are in units of miu/l and all were released outside of the laboratory. The initial result was <0.1 with a data flag. The result reached the customer's lab information system, but failed a delta check. The customer repeated the sample with a result of >10,000. The sample was repeated with an automatic dilution with a result of 87,000. Based upon the low initial result, the customer decided on (B)(6) 2017 to repeat all samples with low hcg+b results obtained for multiple patients between (B)(6) 2017 and (B)(6) 2017. The customer then realized the instrument was already rerunning all hcg+b samples. The customer requested assistance in resolving the rerun configuration, but then stated that they had resolved the configuration issue. No results were provided for the additional patients. No adverse event occurred. The hcg+b reagent lot number is 18912300; the expiration date was not provided. The field service representative could not find a cause for the issue. He was unable to verify the customer's protocols for release of results. He performed precision testing which passed. Calibration and quality controls were acceptable, and the analyzer performed according to specifications. Investigation activities are ongoing.

Manufacturer narrative:
The customer did not mix the sample tubes, and clotting and centrifugation time was too short. A review of the alarm log information showed several "abnormal probe sucking" alarms. A specific root cause could not be identified. A pre-analytical issue could not be excluded.